Manufacturer narrative:
The cap fell off into the patient. The cap was retrieved and no additional dissection was needed.

Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the device fell apart in the patient. Another like device was used to complete the procedure. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual and functional examinations were performed. The cannula cap was not attached to the cannula tabs. Deep inspection was performed and found flatness of the insertion fork that was oriented to the top side of the cannula cap. As per device condition, it seems that instrument was working properly and suddenly the cannula cap fell off and this is attributed to the flatness of insertion fork.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.